Event description:
In 2004 while the physician was using the stone retrieval balloon during a therapeutic ercp, with an endoscopic sphincterotomy, stone retrieval procedure, it was discovered that upon withdrawal of the device, a 2mm tip of the catheter broke off in the pt. The physician was able to successfully retrieve the device tip using a snare. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. # 3900570000-2004-9006.